Event description:
It was reported on (B)(6) 2022 by a sales representative via phone that an ar-3638dc drill guide would not allow drill bit do bore deep enough for full insertion of the ar-3636 fibertak, therefore fibertak pulled out . Case involvement, no patient effect.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is not confirmed. One unpackaged ar-3638dc fibertak disposable curved kit serial/batch number (B)(6) was received for investigation. Visual evaluation did not find any issues with the device.